Manufacturer narrative:
The customer replaced the blower to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Upon further review, it was determined that the reported issue is not reportable to regulatory authorities, as the device was outside of clinical use at the time of the event and therefore does not present potential risk of patient harm or injury.

Manufacturer narrative:
The blower motor assembly was returned for failure investigation. The blower motor assembly was tested, and the shaft locked up and failed immediately. No further testing is required.

Event description:
The customer reported diagnostic error "blower stalled" and they requested tech support. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the unit with diagnostic error "blower stalled" and the blower was not working. The customer advised he was unsure if the unit was in use as the user did not provide him with that information, they were simply given the unit with a note stating that it has a "blower stalled" error. The remote service engineer determined the customer has already checked all connections and the blower rpm is 0. The (rse) advised caller that unit may have a faulty blower, motor controller (mc) printed circuit board (pcb) or central processing unit (cpu). The investigation is ongoing.